Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Pre- and post-op diagnosis: unavailable- no op-report. The procedure performed was the patient underwent bb laparoscopic incisional hernia repair. Other relevant history: alleged injury of claimant has had a revision, or a physician has recommended surgical intervention. Further details will be supplemented.